Event description:
Patient presented to the physician with an inflamed eardrum and migraines. Physician prescribed steroids to manage the inflamed eardrum. Patient was referred to a neurologist where the patient received medication to manage the migraines. Patient presented back to the physician with continued migraines. Physician administered an injection to address the migraines. This resolved the issue.